Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors was inserted in the trocar. Before using it on tissues, the mouth of the instrument was not closing properly. The instrument was removed and changed for another one. No wires were visible at the moment. When it came back for reprocessing the broken wires were visible. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.